Manufacturer narrative:
Batch review performed on 15 january 2021: lot 163117: (B)(4) items manufactured and released on 06-july-2016. Expiration date: 2021-06-27. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 1-1-2017

Event description:
On (B)(6) 2021 (4 years after first revision due to pain performed on (B)(6) 2017; stem and head revised), the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed. Successfully. The patient had a primary hip surgery on (B)(6) 2011.